Event description:
Spacelabs¿ tech support received a call on (B)(6), 2013 from a customer who wanted to know if any of the alarms were affected when selecting ¿paced¿ on the telemetry central monitor. The customer had a patient with a pacemaker who was monitored with a telemetry transmitter model 90347 and experienced 8-9 seconds of asystole which did not generate an alarm. No injury was reported as a result of this event.

Manufacturer narrative:
The tech support specialist advised the customer that alarms were not affected by the ¿paced¿ selection of the monitor. A spacelabs field service engineer was in communication with the facility two weeks after this event for installation of a different product. The customer did not express any telemetry product concerns at that time. A product specialist recently contacted the customer to obtain additional details about the identified event. The customer has not provided additional data. Due to the limited information available we were unable to determine root cause. This report is considered final and the issue is closed. Placeholder.